Manufacturer narrative:
Block e1: initial reporter facility name (B)(6) hospital. Block h6: device code a0401 captures the reportable investigation result of stent shaft break. Upon receipt at our quality assurance laboratory, this contour stent underwent a thorough analysis. Visual analysis revealed that the stent shaft was detached in two parts. The positioner, suture and the pouch were also returned for analysis. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, the reported allegation coil detached was not confirmed. Furthermore, regarding the analysis of the returned device, it was possible to conclude that the issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent could get detached/separated during the preparation affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a contour stent was to be used in a procedure for ureteral calculi. During unpacking, it was found that the tip of the coil was fractured. The procedure was completed with another same device and there were no patient complications reported.